Event description:
A malfunction alarm occurred with a pump distributed by rubin medical ab in sweden. The impact on the customer's blood glucose level was not reported, and the customer declined to answer whether the level exceeded 500 mg/dl. Technical support arranged for the pump to be replaced, confirmed the customer's shipping address, and provided instructions for returning the problematic pump. The customer did not share information on their backup therapy to ensure uninterrupted insulin delivery.